Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and found that the motor had seized, jammed, and was heavy moving. It was noted that the device had a worn motor, controller, and coupling head. It was also noted that the device failed pre-repair diagnostic tests for attachment coupling, and power at the motor with test bench. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to strain/wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by united kingdom that the small battery drive device was spontaneously powering without pressing the button. It was not reported if this event occurred during a surgical procedure. It was reported that there was no delay in a procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.